Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the left anterior descending artery extending to the left circumflex artery. A 3.5mm x 15mm quantum maverick balloon catheter was advanced for pre-dilation; however, the balloon could not be dilated during the second inflation. When the device was removed, it was noted that the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.